Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was performed and the unit passed all tests. In addition, the sample was tested with a thermometer and the temperature was found to be within specification. Based on the investigation performed, the reported complaint of "unit will not heat" could not be confirmed. There were no issues found with the returned unit. The device functioned as intended.

Event description:
The customer alleges that the unit is not working. The light comes on but it is not heating. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to be monitoring trending of similar complaints.

Event description:
The customer alleges that the unit is not working. The light comes on but it is not heating. The patient's condition is reported as fine.